Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg had eroded and protruded out of the pocket. Bacterial cultures were positive for staphylococcus infection. As a result, surgical intervention was undertaken, wherein the entire system was explanted. Patient was also treated with antibiotics.